Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead had high impedances. Reprogramming was done but was unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072658.